Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, and the device was not detected on bus. User tried to reboot the station and recover the station, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that all the drawers were inaccessible as the ethernet cable was connected to the incorrect port on the main unit and corrected the connection. The system was tested by a technician and successfully accessed medications from the drawers, confirming normal operation. The system functioned as intended after field service engineer repaired the device.